Event description:
It was reported that the prostar xl device was removed from the packaging and the green suture was found to be outside of the device, coming out of the sheath. The device was not used because it was felt to be a defect. Reportedly, there was no patient involvement. There was no clinically significant delay in the procedure. The physician is reported to be trained in the use of the prostar xl device. No additional information was provided. Subsequent returned device analysis found the device was in the pre-deployed condition, however, blood was seen on the marker port and inside the suture tube (at the hub), indicating the device was inserted into the anatomy. The method of achieving hemostasis was not provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The analysis of the returned device indicates that the coiled suture lumen for the green suture was detached from the suture tube and this confirmed the reported experience. However, since there was presence of dried blood on the device, this is an indication that there was patient involvement and a possibility that the coiled suture lumen got detached during this time. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.